Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, during the draping phase, the arm cart assembly (aca) triggered an unrecoverable error. The arm was then rebooted and calibrated to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided image for the reported arm cart assembly (aca). Review of the field service notes indicate that the error triggers when the customer presses the fulcrum button to move the arm for draping, so possibly the customer applied a high force while doing so. The arm was rebooted after the error and didn't present any further issue. Evaluation of the device data indicates that the arm was restarted, but no errors were triggered. Evaluation of the provided image notes that it shows the operating room team interface (orti) screen. The screen showed four messages. The first message reads "arm 2: warning: arm communication error. Reselect the surgeon's control. If the error occurs again, stop using the arm and contact medtronic support.". The second message reads "arm 2: warning: arm communication error. Reselect the surgeon's control. If the error occurs again, stop using the arm and contact medtronic support.". The third message reads "arm 2: warning: arm error. If a tool is inserted, use the mechanical releases to remove it. If no tool is inserted, unplug and reconnect the arm." And the fourth message reads "arm 2: danger: arm error. If a tool is inserted, use the mechanical releases to remove it. If no tool is inserted, unplug and reconnect the arm.". Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed damage was that it is likely that the arm cart assembly was not used as intended, which may have caused or contributed to the reported incident. The IFU states: do not apply excessive force while adjusting the fulcrum point, including raising all fulcrum points / arms or lowering the bed while docked. This places very high forces on ports and can result in port breakage and patient injury. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, during the draping phase the arm cart assembly (aca) t riggered an unrecoverable error. The arm was rebooted and calibrated to resolve the issue. There was no patient involvement.